Event description:
It was reported that a patient experienced a return of pain, high impedance on lead 1 (contacts 0-7), and stimulation affecting the left leg (unaffected by injury) instead of the intended right leg. The patient expressed frustration and exhaustion due to repeated reprogramming sessions. Impedance checks were performed multiple times to verify the information, and programming was checked to ensure that the affected lead was not being used. The patient declined further reprogramming, stating that previous attempts had not resolved the issue and did not desire stimulation down the left leg. These findings were discussed with the physician, who will continue to work with the patient to find effective treatment options and discuss possible lead revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.